Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (over 600 mg/dl). Customer stated they believe elevated bg's are due stress, lack of sleep, and their menstrual cycle. Customer delivered a bolus to stabilize bg levels. Customer's health care professional recommended basal rate settings and correction factors be adjusted.